Event description:
Rn states they have had four incidents of tubing leaking under the roller clamp. One incident resulted in a chemo spill of cptii which was cleaned according to their hospital policy. There was no injury to the patient or to the staff.